Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# b0737432k, explanted: (B)(6) 2017, product type lead. Implant date of the devices, both ins and lead, is unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the ins was explanted due to normal battery depletion. The devices were discarded as issue was not with any faulty device/lead.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had her implantable neurostimulator (ins) replaced. The representative indicated to the physician that when the connector is disconnected from the ¿extension¿ the insulation can be breached hence the lead might need replacing as well, and suggested the physician perform the ins replacement with the consumer in prone position. The physician chose to have the consumer in right lateral position and the lead was damaged during ins disconnection. A new lead was placed. There were no further complications reported and/or anticipated.